Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with 600cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 6635405 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt on 4/4/2018, by mentor, the device was received without fluid. No foreign material was observed within the device. Visual examination was performed and two rents was observed, rent a at valve and rent b measuring 2.0 cm on the anterior aspect extending to posterior aspect. Microscopic examination of rent b revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
In the initial report, the patient's date of birth was submitted as (B)(6). However, the patient's actual date of birth is (B)(6). Mentor became aware of this submission error on 4/30/2018. Device evaluation summary: upon receipt by mentor, the device was received without fluid. No foreign material was observed within the device. Visual examination was performed and two rents was observed, rent a at valve and rent b measuring 2.0 cm on the anterior aspect extending to posterior aspect. Microscopic examination of rent b revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).